Event description:
It was reported that the patient presented in clinic with pocket infection. The pulse generator was explanted. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.